Event description:
Leaking of saline was observed from the y connector of a hydrolyser, which was connected to the drainage bag. The product was changed to a new one and the procedure was completed without any further leakage.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.